Event description:
A (B)(6) y/o male on ECMO due to ischemic cardiomyopathy and acute on chronic cardiogenic shock. H/o (B)(6) and anal ca s/p xrt / chemo. Planned for insertion of lvad and impella rp. During the procedure, there was successful lvad placement. Impella rp placed under fluoroscopic guidance. For majority of procedure ventricular function remained stable with both stable rvad and lvad flows. Pt acutely decompensated following chest closure with evidence on tee of significant rv distension and lv underfilling. This coincided with low lvad flows and extremely high pi. The impella rp was emergently removed, the chest re-opened, and a surgical rvad was placed with good decompression of the left ventricle. The chest was left open with a sternal bar in place. Upon inspection of the impella rp, there was clot coating the inflow impeller. Device malfunction reported to company rep (present in operating room) and to family at conclusion of procedure. The rvad was able to be removed the following day and chest closure was performed on 02/25. The pt continues to recover in the ICU.